Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing pain and swelling at the battery site. The patient had an MRI and blood-work done at the emergency room, but the results were unavailable at the time of this report. The manufacturer representative reported to be getting information from the health care professional (hcp) on (B)(6) 2016. After follow-up with the hcp, the manufacturer representative reported that the patient had an infection near the battery. The patient was put on oral antibiotics and the infection was resolved. If additional information is received, a follow-up report will be submitted.